Event description:
It was reported that following a recent implant, the patient was discharged without complication. The patient presented several weeks later with intermittent chest discomfort. Interrogation in clinic notes capture thresholds were high in bipolar mode and no capture was present in unipolar mode on the right ventricular (rv) lead. The rv lead helix was observed to have perforated the right ventricular (rv) apex. The rv lead helix was retracted with minimal effusion and the rv lead was re-positioned on (B)(6) 2025 to the rv septum without complication. Interrogation the next day showed normal system function. Later that day when the patient was transferred from bed to chair, the patient experienced rv pacing despite normal rhythm, under sensing and a drop in r waves on the rv lead. The right atrial (ra) lead threshold also rose. Imaging noted the ra and rv lead slack was taught with the rv lead appearing dislodged. The ra and rv lead were explanted and replaced. The patient was under observation in hospital recovering before discharge.